Event description:
A low weight baby in stable condition was inside the incubator. The incubator was working in air mode at 32 degree c control set point. The nurse noticed that the incubator's air temperature was not stable at 32 degree c. It was reported that the incubator's air temperature increased over the set point. High air temperature alarm was activated. The nurse removed the patient and placed him in another incubator. The incubator that showed this behaviour was taken out of for technical service inspection. Patient condition remained stable.

Manufacturer narrative:
Manufacturer's technical service replaced cpu pcb, and the device was put back into use. The component was returned for evaluation. The cpu pcb was tested and it was detected that one of the thyristors was defective. This is the first case report of this specific component arbitrary failure. Risk has been incorporated into the risk management file for follow up. See scanned pages.